Manufacturer narrative:
As received, a complete lead with guidewire inserted was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during implant procedure with a guidewire removal failure on the left ventricular lead(lv lead). The lv lead was replaced during the same procedure. The patient was stable.